Event description:
The electrode fits poorly into the pen assembly. The insulation in the electrode broke down causing an exit current out the side of the electrode, resulting in a first/second degree burn in the pt's knee.